Event description:
A physician was trying to initiate pneumoperitoneum at beginning of a laparoscopy procedure. The first needle insertion did not produce gas flow into pt. A second needle placement was also not successful. The decision was then made to perform a laparotomy in order to complete the case.